Event description:
It was reported that the pta balloon ruptured circumferentially during the first inflation at an arterial anastomosis. During retraction through the sheath, a section of the balloon sheared off in the vessel. An additional access site was made to retrieve the detached balloon segment in its entirety. The patient is reported to be doing well.

Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The device was returned for evaluation; however, the distal portion of the catheter and balloon were not returned with the device. Functional testing could not be performed on the device because stretching of the inner lumen underneath the balloon was observed, indicating that excessive force has most likely been applied to the catheter during retraction. The distal edges of the inner lumen break were examined and appeared flared out, stretched and jagged, indicating that excessive force likely contributed to the reported event. The investigation is confirmed for a circumferential balloon rupture and detachment of the balloon and catheter, however, is inconclusive for retraction issues. Based on available information, the definitive root cause is unknown.